Event description:
The account generated a discrepant prism hcv result during validation testing. Sample generated prism hcv negative results two times in 2007, but previously in four months earlier generated hc eia 2.0 repeatedly reactive and riba positive results. The sample was retrieved and hcv eia 2.0 testing repeated reactive on three days after the original date. The account stated that the original donor unit tested nat negative and sample was collected from a first time blood donor. Additional donor testing in four months earllier, was htlv eia negative, hiv eia negative, prism hbcore negative and prism hbsag negative.

Manufacturer narrative:
A device evaluation has not yet been conducted; therefore, no results or conclusion can be drawn. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.